Manufacturer narrative:
Additional information and corrections: patient's age and date of birth; describe event; aware date; implant date was corrected, added the surgeon's first name and middle initial and the name and address of the facility. Report one of two, reference 3004485144-2015-00060.

Event description:
On (B)(6) 2015 it was reported the patient had a revision to remove the plate and screws. The sales associate reported he believes the revision surgery was performed (B)(6) 2015 but was unable to confirm this date.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient visited the emergency room on (B)(6) 2015 with difficulty swallowing. It is reported an x-ray showed the screw head was not flush and it was thought that it may have punctured the esophagus. A revision surgery was preformed (B)(6) 2015, the surgeons identified the screw head did not cause the puncture and therefore the screw was not removed. The esophagus was repaired. Additional information was received aug. 31st that the patient will have a revision to remove the plate on (B)(6) 2015. The patient continues to have a percutaneous endoscopic gastrostomy (peg) tube for feeding. The reason and confirmation of the second revision surgery has not been received at this time.